Event description:
It was reported a balloon ruptured during a procedure to treat a 6-7cm native outflow vein (basilic) occlusion of a av graft which had been already dilated with an 8-mm conquest. A 10 mm balloon was being used due to residual narrowing of greater than 30% luminal diameter still present. The balloon was inflated to 30 atm without difficulty. The balloon ruptured during its second inflation at 30 atm. One minute into the 2nd inflation, a loss in pressure was noticed in the balloon, so the doctor stepped on fluoro and noticed the balloon rupture. The rupture resulted in a small tear in the vein with a small pseudoaneurysm. The tear in the vein was 2-3 mm and treated by prolonged inflation (10-mins) with a 9-mm diam conquest. This was a native vein and the rupture was located just above the elbow. No stents were in place. The doctor couldn't get the ruptured balloon out of the sheath so the balloon and sheath were removed together.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample is not available for evaluation. As was reported, the balloon ruptured at 30 atm. The rated burst pressure for this device is 24 atm. The information for use (IFU) for this device states: caution: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure (rbp). Warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.